Manufacturer narrative:
Journal name: circulation authors: david e. Kandzari, md; pieter c. Smits, md; michael p. Love, md; ori ben-yehuda, md; shmuel banai, md et al. Title of article: randomized comparison of ridaforolimus and zotarolimus-eluting coronary stents in patients with coronary artery disease primary results from the bionics trial (bionir ridaforolimus- eluting coronary stent system in coronary stenosis). Literature reference: http://circ.ahajournals.org/lookup/suppl/doi:10.1161/ year: 2017 issue #:136. If information is provided in the future, a supplemental report will be issued.

Event description:
A prospective international 1:1 randomized trial was conducted to evaluate in a noninferiority design the relative safety and efficacy of ridaforolimus-eluting stents and slow-release zotarolimus-eluting stents amonth 1919 patients undergoing pci. A 961 patients from the population were implanted with resolute integrity zotarolimus-eluting stents. The vessels treated were lm, lad, rca and lcx. The treated vessels were pre and post dilated. Clinical outcomes reported at 30 days and 12 months post procedures were death, myocardial infarction, stent thrombosis and target vessel/lesion revascularizations.